Event description:
On (B)(6) an amazon customer commented that the product was false negative: the customer had 3 days of symptoms and used the test with a friend. Both came back negative. The friend had already tested positive. They bought different tests from the local pharmacy and both came back positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent. This MDR contains two separate cases. One is for the reporter and the other is for the reporter's friend (clt-md-us-22-122).